Event description:
As reported, the 5f mynx control could not enter the sheath because the sealant sleeve was kink/bent. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). The storage of the device did not exceed 25 °c. The mynx control vessel closure unit was prepared and used in accordance with IFU instructions. There was no difficulty noted during prep of the device. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd was used in pta. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device will be returned for evaluation. The product evaluation found that the sealant was present in manufacturing position exposed due to the kinked condition observed in the sealant sleeves. Due to the exposure of the sealant that could be considered as a premature deployment.

Manufacturer narrative:
As reported, the 5f mynx control could not enter the sheath because the sealant sleeve was kink/bent. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and recovered. There was no reported injury to the patient. The device was stored per the instructions for use (IFU). The storage of the device did not exceed 25 °c. The mynx control vessel closure unit was prepared and used in accordance with the IFU. There was no difficulty noted during prep of the device. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The mynx vcd was used in a percutaneous transluminal angioplasty (pta) procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed, and the stopcock was found opened. The sealant was present in the manufactured position, exposed due to the kinked condition observed of the sealant sleeves. This condition resulted in the sealant¿s exposure to blood. Additionally, the syringe and sheath related to the complaint were not returned for this analysis. No additional anomalies were observed during this analysis. Per functional analysis, due to the exposure of the sealant that could be considered as a premature deployment issue, a deployment test was executed by depressing both buttons to activate the device mechanism. This resulted in the full deployment of the sealant as expected. A magnified visual analysis of the sealant sleeve conditions was executed, and the condition reported could be confirmed. It also resulted in the exposure of the sealant, which was observed to be in the manufactured position. The reported event of ¿mynx control system-kinked/bent¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the kinked condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.